Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the purple navlock is damaged where instruments are inserted. A representative went the site and tested the navlock and the awl tip taps. He found that the navlock and awls had difficulty being inserted and spun around. Additionally, the navlock and awls were able to be separated with very minimal pressure even though the two locking tabs were not being pressed together.

Manufacturer narrative:
Product information was updated. The tracker was returned for analysis. Functional testing found galling that was causing slight difficult to insert known good handles. Otherwise the tracker returned good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.